Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh at cooper's ligament. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate the mesh. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Based on the information provided, the most probable cause of the device failure reported is the result of attempted deployment into the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4). The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the surgeon tried to fixate the 3dmax light mesh at hard structure (cooper's ligament) using capsure fixation device. It was reported that the device was able to release the fasteners, but fasteners did not fixate the mesh therefore used another capsure device to complete the procedure. There was no patient injury.